Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left upper lung cancer, radical operation, when applied to the pulmonary segment artery, the reload was installed normally, after the tissue closed, they were able press the green button and found the gun was unable to fire at this time. The device was removed from the patient¿s body, found the reload could be opened, but when tried out of the patient¿s body, it still could not be fired. A new reload was used to continue the operation. There was no patient injury.